Event description:
The customer reported the unit giving a high temp on blower and getting error message. The customer contacted product support and customer reports the air inlet filter and cooling fan filters were dirty and clogged. Product support reviewed the suggested repair for the error code and advised the customer to replace both filters and to make sure the cooling fan is operating. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped. The biomed replaced the filters to address the reported problem.